Event description:
Customer reported that when the nurse call option is in use the nurse call sounds at the nurses station when weight is applied to the sensor. There was no patient incident or injury. The customer did not provide a date when this was discovered.

Manufacturer narrative:
Results - evaluation of the returned unit found that the battery springs are bent. The nurse call light is continuously on at the test fixture while connected to alarm whether weight is on or off a working sensor pad. A label that was applied on the magnet plate did not affect magnet function. The unit passes all other functional tests. Note: the instructions for use state: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always test alarm and nurse call function prior to leaving the patient unattended. Activate the alarm (remove pressure from sensor, unfasten chair belt sensor, activate pir sensor or remove magnet from face plate) and make sure the nurse call light from the proper bed and room activate in the hall and at the nurse's starion.(B)(4).